Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the ultra sound balanced tip was found bent when the package was opened prior to surgery. The procedure type was unknown. The surgery was completed on the same day however the replacement details were unknown. There was no patient contact.